Manufacturer narrative:
Trackwise # 481464. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/121/23) the device was returned to the factory for evaluation on 06/21/2021. An investigation was conducted on 06/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed the gray silicone insulation on the jaws. The heater wire was observed to be slightly flexed away closest to the base of the jaws due to normal clinical use. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same failure observed. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. The device did not pass the transection test. An engineering evaluation was conducted on 30-jun-2021. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, causing the inner wire to be exposed. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was confirmed.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 would not cauterize. There was no energy to the jaws. The procedure was completed using another device no patient effects.